Event description:
Pt states that the curlin ambulatory pump was showing a "high pressure-upper end" error while infusion was running. Routine maintenance check list - pump functioning within range. Curlin pump tested per briova policies without incident. The pump was then run through an add'l 8 hour infusion at 75 ml/hour without incident. FDA safety report ID# (B)(4).